Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this implantable cardioverter defibrillator (ICD) received inappropriate therapy for a sinus tachycardia that was detected in the ventricular tachycardia (vt) zone. The patient had received burst anti-tachycardia pacing (atp) therapy along with six maximum energy shocks. Therefore, this ICD was reprogrammed to increase the vt zone from 180 beats per minute to 200 beats per minute. No further adverse patient effects were reported.